Manufacturer narrative:
Examination revealed that wires had been pulled free from the circuit board causing a spark. The switch no longer would power the unit after the event. The switch supplier has initiate CAPA projects since the manufacturing date to reduce the recurrence of this problem.

Event description:
It was reported the switch emitted sparks.